Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of back issues was exacerbated by the lifevest equipment. The patient described the area as vibration box poking them in back causing discomfort. There was no alleged device malfunction contributing to the irritation. The patient¿s physician cleared the patient of wearing the lifevest due to a recent improved echo. There is no indication that the patient received medical intervention for the discomfort from vibration box. Follow up indicated that the skin irritation improved.